Manufacturer narrative:
Qn#(B)(4). The returned one 2-l catheter for evaluation. Visual examination of the catheter did not reveal and defects or anomalies with the returned catheter. The overall length of the catheter measured 216mm which is within specification of 207-227mm per product drawing. The returned catheter portion was first tested by occluding the distal end of the catheter body and injecting liquid into each extension line using a lab inventory syringe. No leaks were detected. The catheter was again tested using the lab leak tester. Bs en iso 10555-1 annex c states that "no catheter liquid leakage shall occur in the form of a falling drop of water when pressured to 300 kpa for 30 seconds." The catheter was attached to the leak tester and pressurized to 300 kpa for 30 seconds. No leaks were detected. Both extension lines were tested. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The report of catheter leak during use could not be confirmed by complaint investigation. The returned catheter passed all functional testing. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that a hole was found in the middle of the catheter in placement. The device was removed and replaced with a new one. No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that a hole was found in the middle of the catheter in placement. The device was removed and replaced with a new one. No patient injury reported.